Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that all the buttons were not sensitive on the insulin pump. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.